Event description:
The customer stated that they received questionable results for an unspecified number of patient samples tested with ise indirect na, k, ci for gen.2 on a cobas 6000 c (501) module. The customer provided data for two patient samples and both had erroneous results for k and cl. The first sample also had an erroneous na result. The first patient sample initially resulted with an na value of 174 mmol/l and when repeated on a second c501 analyzer, it resulted with an na value of 142 mmol/l. This sample initially resulted with a k value of 6.07 mmol/l and when repeated on a second c501 analyzer, it resulted with a k value of 4.22 mmol/l. This sample initially resulted with a cl value of 85.8 mmol/l and when repeated on a second c501 analyzer, it resulted with a cl value of 104.5 mmol/l. The erroneous values from this sample were not reported outside of the laboratory and the repeat values were believed to be correct. This second sample, from a female patient weighing (B)(6), initially resulted with a k value of 3.97 mmol/l and when repeated on a second c501 analyzer, it resulted with a k value of 4.50 mmol/l. This sample initially resulted with a cl value of 86.2 mmol/l and when repeated on a second c501 analyzer, it resulted with a cl value of 104.9 mmol/l. The erroneous values from this sample were reported outside of the laboratory. A corrected report was issued only for the cl value. The patients were not adversely affected. The na electrode lot number was h69, with an expiration date of 31-mar-2019. The k electrode lot number was n16, with an expiration date of 20-jan-2019. The cl electrode lot number was x58, with an expiration date of 17-mar-2019. The field service engineer determined that the sipper tubing was damaged. He replaced the sipper tubing, pinch tubing, and electrodes. The customer ran successful calibration and controls. Precision studies were performed and were successful. Quality controls were acceptable. The investigation determined that the service actions resolved the issue.